Event description:
A patient reported that the touchscreen on a refurbished model of their insulin management system was often unresponsive, necessitating multiple presses and causing a delay in insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.